Event description:
It was reported that during the initial interrogation of the device to program, an error message was received. An attempt to end the session, turned off the programmer, and reinterrogated the device but the same error message was noted. The device was not used. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of an error message was confirmed. The error message was consistent with a bluetooth (ble) telemetry anomaly. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.